Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. The onsite biomed at this facility service these pumps, no service call was placed for this pump. Customer does not report any ongoing issues. A supplemental report will be sent if additional information is received.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) has a loud thumping noise coming from the unit that gets louder at times and subsides at times. Customer states they had only recently noticed. Customer was informed that when supporting patients with higher heart rates the pump vent valves become much louder. Customer stated that it is exactly when she noticed it the patient fluctuated between 90 and 110 heart rates and when the patient had gotten closer to 110 heart rate range the unit would get louder. Customer stated that they would look for another pump to change the patient over too. Therapy had never been interrupted and there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.